Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred while loading a cartridge onto the pump. Customer used another cartridge and the error did not reoccur. Customer's blood glucose was 116 mg/dl. Insulin delivery was resumed.